Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoid laparoscopy procedure, at the moment of firing of the staple, they could not fire the reload. There was also a problem unloading the device which was described as ¿blocked' or fixed. The surgeon was able to press the green button and was able to squeeze the handle a little bit. They used another handle and reload to complete the case. There was no patient injury.